Event description:
The customer reported the problem of after replacing the speaker, still no sound and would like to order main board. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of after replacing the speaker, still no sound and would like to order main board. There was no patient or user harm.